Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not boot up. The fse replaced hard drive disk and installed the software. After replacement of the hard drive and installation of the software, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found hard disc issue. The fse replaced the hdd and reload the ghost., and system returned to full functionality.